Manufacturer narrative:
This report is submitted on january 29, 2021.

Event description:
Per the clinic, the patient developed an infection at the magnet site, and opening of the skin resulting exposure of the device. The patient was treated with antibiotics (specific type and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. This report is submitted on april 20, 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 21, 2021.